Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed an atrial tachy response episode with far field over sensing and pacemaker mediated tachycardia due to the tracking preference in which it as programmed. Programming options were recommended for this crt-d that remains in service. No adverse patient effects were reported.